Manufacturer narrative:
Medtronic complaint number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had undergone an anterior colporrhaphy with placement of pelvicol mesh due to grade iii cystocele and moderate genuine stress urinary incontinence.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.